Event description:
It was reported the patient had no stimulation sensation. About three days ago the patient woke up at 2 am from a pretty heavy cough, coughed three times, and fell back asleep. The patient then woke up and felt no stimulation with an amplitude of 10.5v. The patient admitted himself into the ER (emergency room) due to return of pain. The patient indicated there was no fall, trauma, or any procedure done, and nothing unusual in his routine. The patient was unable to feel any stimulation after reprogramming. The battery voltage was 2.975v. The current impedance measurements were normal. The electrode impedance tested at 3v was: 0: 1) 1741 ohms 2)2698 ohms 3)3822 ohms; 1: 0)1741 ohms 2) 1623 ohms 3) 2961 ohms; 2: 0)2698 ohms 1)1623 ohms 3) 1820 ohms; 3: 0)3822 ohms 1)2961 ohms 2)1820 ohms. Additional information received reported the patient was having frequent falls, sometimes without remembering them, which resulted in the loss of his driver's license. The patient still had a lack of stimulation, which started days ago, but there was no shocking or pain. Additional information also reported that the battery was still good and all four contacts were in range. The pulse width and voltage were maxed out and the patient reported absolutely no stimulation. Multiple contact combinations were tested and the patient rotated his neck in various degrees and the patient still felt nothing. Expanded chest x-rays that were taken the other morning were compared to expanded chest x-rays taken a couple of years ago and there did not appear to be any migration. The hospital radiology summary reported the same. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1993. Product type: extension: product ID 74001, lot# n273749, implanted: (B)(6) 2011. Product type: adapter: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3487a, lot# l32048, implanted: (B)(6) 1993. Product type: lead. (B)(4).